Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was intermittently unable to deliver a bolus using the quick bolus feature. Reportedly, the customer was still able to enter the bolus screen to deliver a bolus and tandem technical support verified that the quick bolus button was not stuck. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.